Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00751. It was reported that the patient is experiencing new right knee and leg pain. The physician stated this might have occurred during the implant when he bumped one of the lumbar nerves with the epidural needle. Reprogramming was attempted to cover the new pain. The physician planned to inject the area to help alleviate the new pain.

Event description:
Device 1 of 2 . Reference MFR. Report#: 3006705815-2019-00751. It was reported that the patient¿s issue of right knee and leg pain has resolved.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-00751.